Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges some granulated stuff and a piece of foam coming thru the tubing . In addition, the patient alleges breathing issue and wheezing after using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.